Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was hospitalized following a myocardial infarction, during which hyperglycemia with acetonemia was identified. Emergency services (B)(6) provided initial care, and the patient was admitted to intensive care cardiology for stent placement as curative treatment. The treating physician did not attribute the event to the insulin pump. Device data download revealed poorly managed hyperglycemia, consistent with the patient's history of average compliance. The patient has since transitioned to the omnipod dash system. No further information is available at this time especially on the duration use of the pod and the length of hospital stay.